Event description:
The customer's daughter reported an alarm on the insulin pump. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to motor encoder out of phase.